Event description:
At about 2 weeks from primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 07-08-2025. Ball heads: cocr 01.25.014 cocr ball head 12/14 ø28 mm size xl (k072857) lot. 162365f (B)(4) items manufactured and released on 27-07-2021 expiration date: 2026-07-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: versafitcup dm 01.26.2850mhc double mobility hc liner ø28/dme (k092265) lot. 2414820 (B)(4) items manufactured and released on 12-07-2024 expiration date: 2029-06-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.